Event description:
It was reported by service report that the bed had error 303 for the ibed siderail switch displayed on the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: switch connector.